Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used due to oversensing noise. The rv lead was removed and replaced; however, the lead still had noise on the electrocardiograms. The ICD that was attempted for implant was then replaced and the noise issue was resolved. The physician suspect a setscrew problem with the rv port and a sensing issue with the device as noise was seen on the rv electrocardiograms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.